Manufacturer narrative:
Received one video of the set being used. Leakage was observed coming from the air filter vent. The complaint of leakage can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, secure lock, 264 cm that reportedly leaked saline solution through the device's spike filter during patient use. The impression was that the pressure compensation filter was not properly sealed or had adhered to the spike piece and the air chamber. There was no harm to the involved patient.